Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and myocardial infarction are listed in the xience xpedition, everolimus eluting coronary stent system), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 4.00 x 15 mm xience xpedition stent was implanted in the narrow, 80% stenosed, proximal, left anterior descending (lad) coronary artery and the patient was discharged on (B)(6) 2014. In (B)(6) 2017 the patient suffered a myocardial infarction and died. Per the physician, the relationship between the event and the device cannot be judged. No additional information was provided.